Manufacturer narrative:
Siemens ran quality control and patient samples on troponin (tni)-ultra reagent lot 113, and the data compared to reference reagent lot 112 is acceptable. The quality control release data for reagent lot 113 passed specifications. Troponin reagent lot 106 could not be utilized for internal testing due to expiration dating (11/27/2016). While data from the customer site shows a bias between reagent lots 106 and 113, the comparison samples are not clinically discordant based on the 99th percentile reference range of 0.02 ng/ml - 0.06 ng/ml. The customer's quality control (lot 29840) is within insert ranges for reagent lot s106 and 113. The product is performing as specified. Siemens issued customer bulletin 11222652, rev. A, 2016-05, "new lot of polyclonal antibody for tni-ultra assay", for the advia centaur, advia centaur xp, advia centaur xpt, and advia centaur cp systems. Tni-ultra reagent lot 106 and lower vs reagent lots 110 and higher (new antibody pool) were previously validated for no shift in the 99th percentile patient reference range. The instruction for use (IFU) under the summary and explanation section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." Note: customer contact information has been request. The instrument is performing within specification. No further investigation is required.

Event description:
The customer performed a new reagent lot (113) patient correlation study and observed falsely elevated advia centaur xp troponin ultra (tni-ul) results on advia centaur system xp (1) and advia centaur xp (2) systems. There was one correlation result with the new reagent lot (113) that was low when compared to reagent lot (106). There have been no patient results reported with reagent lot 113. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the elevated troponin ultra results with reagent lot 113.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00241 on 12/16/2016 for falsely elevated advia centaur xp troponin ultra (tni-ul) patient correlation study results with a new reagent lot (113), and one low correlation study result when compared to reagent lot (106). On 12/16/2016 - additional information: (B)(6). On 12/16/2016 - corrected information: date of event: siemens confirmed that the date of event occurred on (B)(6) 2016, and not (B)(6) 2016 as initially reported. The instrument is performing within specifications. No further investigation is required.